Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Customer consumed carbohydrates to address bg. Cts instructed caller to remove current cartridge from pump, reconnect cartridge, and wait up to 5 min. To resume insulin. The pump resumed normal operation and cts provided tips for preventing altitude alarms.